Event description:
During a surgical case, two gia staplers malfunctioned. A third one was opened and used to complete the case. A field technical report was completed and submitted to the covidien. They provided a return kit for the device to be returned for failure analysis.